Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 07-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 53 and 74mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-150mg/dl and expected pm fasting blood glucose test result is 150mg/dl (customer stated 70mg/dl would not concern him if the true metrix meter was working properly). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. During the call, nurse had performed a blood test with the customer using her meter and had obtained a result of 70mg/dl fasting (test had not been performed back to back with result of 53mg/dl). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/14/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set; only 3 results were provided): (B)(6).

Manufacturer narrative:
Sections with additional information as of 18-aug-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications added most likely underlying root cause mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.